Event description:
Boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) may have been exhibiting ventricular undersensing. The local field representative requested that technical services review an electrogram strip detailing this observation. There was also question over whether the device did not record an arrhythmia that allegedly took place early that morning. Technical services reviewed the telemetry strips, which showed a wide, erratic rhythm. Per the nursing staff, the patient was in pulseless electrical activity (pea).

Manufacturer narrative:
The episode recorded by the ICD was in the vt-1 zone, which was not programmed to deliver therapy. Some undersensing was observed, however. Analysis of the ventricular channel showed a large amplitude spike signal followed by very low, almost isoelectric signals that the device does not always sense. Technical services suggested that the device be reprogrammed to 'most' and advised that a review of the therapy zone programming, and rate cutoff settings. The patient was in the hospital for surgery at the time of the event. The patient's rhythm appeared to be agonal at one point on the telemetry strip. Device reprogramming was discussed with the physician, and the ICD was reprogrammed to 'most' sensitive. This event will be updated if any additional information becomes available. Subsequently, this device was electively replaced and returned to boston scientific for analysis. Analysis of the device was performed at our post market quality assurance laboratory. A review of device memory confirmed that it had declared elective replacement indicator (eri) while implanted. An engineering level longevity calculation determined that the device met labeled longevity expectations. The device then passed a series of diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.